Event description:
It was reported that the during the cardiomems implant procedure the physician experienced difficulty advancing the cardiomems delivery catheter to the pulmonary artery due to the patient's anatomy. While troubleshooting the advancement difficulty it was noted that the cardiomems catheter seemed to be catching on the patient's pacemaker lead. Due to concern that the lead had been dislodged the case was aborted. The patient was admitted overnight for monitoring. Imaging was performed which confirmed the lead had been dislodged. A new lead was placed (B)(6) 2024. The patient was discharged (B)(6) 2025.

Manufacturer narrative:
One cardiomems catheter assembly with tethered sensor was received for investigation. Visual inspection of the hub and the length of the catheter were found to be normal, with no kinking, bending or use damage. The returned catheter's outer diameter was found to be within specification with a 0.0470 in. Thickness at distal tip and 0.0470 in. At the proximal end determined by thickness gauge. The width of the sensor was found to be within specification with a width of 2.08 mm, 2.08 mm, and 2.09 mm determined by thickness gauge. Per the event description it was stated that the patient¿s anatomy attributed to an enlarged heart led to the advancement difficulty and possible lead dislodgement that was encountered. As the patient¿s specific anatomy could not be recreated, the results of the investigation were determined to be inconclusive and no further testing was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.